Manufacturer narrative:
The reported event of high pacing threshold was not confirmed. A complete lead was returned in one piece for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies except for the damage found consistent with procedural damage.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a routine implant for a pacemaker system. It was noted during the procedure that the pacing threshold on the atrial lead was high. The physician exchanged the lead. Capture thresholds on the new lead were normal. There were no adverse patient consequences. The patient was stable.